Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly patient received multiple loss of prime alerts throughout the day at random. Patient reported that the alert occurred right after priming and change in battery, battery cap, cartridge and infusion set did not resolve the prime issue. Patient confirmed that there was no power loss, no change in force or temperature and cartridge was cycled before use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.